Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was exhibiting double beeping. It was also reported that the downstream occlusion sensor flex circuit connector was loose. It is unknown if there was any patient involvement.